Event description:
It was reported that during a meniscus repair surgery, after t1 was implanted, t2 was deployed simultaneously. Both t's were retrieved from patient. The procedure was completed with a back up device with no significant delay or patient injury reported.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. The devices arrived inside a bag with two labels on the bag. The devices were identified by the status of the anchors upon return. This complaint stated: ¿simultaneous deployment.¿ t1, t2 and sutures were returned for both devices. This device had them returned separated from the device. The depth limiter was attached and had been advanced. The delivery needle did not present any damage. The device cycled and actuated as expected. There was no observation that would support failure of the device. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. This report is related with MDR reference 1219602-2019-01109.